Manufacturer narrative:
The device was not returned for evaluation as it was not explanted from the patient. A device history review (DHR) for the valve was not completed/required as there was no allegation of a device malfunction. Furthermore, all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Per the IFU, device migration or malposition requiring intervention is a known potential adverse event associated with the tavr procedure. In addition, physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, per report it appears that the root cause of the reported event is related to a combination of patient (mild calcified native annulus) and procedural factors (ventricular deployment of first valve) which made the valve unstable during the deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.

Event description:
As reported by the edwards territory manger (tm), during the transfemoral tavr procedure, the first valve was prepped and positioned in a 40:60 ventricular position, however, during deployment the valve shifted ventricular and despite the efforts to retract the valve, the valve was deployed 80:20 within the lvot. Per report, the valve eventually ejected into the left ventricle during balloon deflation and retraction of the rf3 delivery system. The decision was made to implant a second 26mm sapien valve. While prepping the second valve, fluoroscopy showed the valve had flipped and was sitting sideways in the ventricle and no longer on the wire however, the patient was noted to have remained stable. The second vale was then prepped the second sapien valve was positioned across annulus and it was decided to leave the valve across the annulus and remove the second valve from the apex in fear that the flipped first valve could potentially lodge itself inside the second sapien valve, if it was deployed. The first sapien was crushed and removed through the apical incision successfully. The second valve was then able to be implanted in a 60:40 aortic position. The patient was noted to have tolerated the procedure well, and was in stable condition

Manufacturer narrative:
Correction. The statement made previously "the device was not returned for evaluation as it was not explanted from the patient" is not accurate. The correct statement should have indicated "the valve was retrieved through a thoracotomy/apical incision but it was not returned for evaluation."